Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7076974.

Event description:
It was reported that the patient underwent an explant procedure due to allergies to metal and rash all over the body. The patient was prescribed with creams and injections. The explanted devices were retained by the medical facility and will not be returned.